Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10016073 lot number 22079130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that during use with bd alaris¿ secondary set leakage occurred at the drip chamber. There was no report of patient or user impact. The following information was provided by the initial reporter: ongoing leaking in chemo setting associated with secondary sets.

Event description:
It was reported that during use with bd alaris¿ secondary set leakage occurred at the drip chamber. There was no report of patient or user impact. The following information was provided by the initial reporter: ongoing leaking in chemo setting associated with secondary sets.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.